Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex (cx), below the bifurcation, with mild tortuosity and heavy calcification. Pre-dilatation was performed and intravascular ultrasound (ivus) was performed. Further dilatation was performed with the 2.5 x 15 mm trek balloon and a non-abbott stent was implanted in the lesion. The trek balloon was then used for dilatation in the mid cx and the balloon was advanced to the distal cx. A non-abbott stent delivery system (sds) was advanced to the mid cx; however, the sds became stuck in the guiding catheter during advancement. An attempt was made to remove the trek from the anatomy, but the shaft separated near the guide wire exit notch. The sds and guide wire were removed, and an attempt was made to remove the separated portion of the trek balloon with a snare, but was not successful, as the snare pushed the portion distally. Three guide wires were inserted and torqued, and were tangled into the separated portion, which was pulled proximal. The snare device was then used to successfully remove the separated portion. It was noted that the non-abbott stent was heavily flared. The procedure was continued successfully with a non-abbott stent and non-abbott balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough hc, floppy, wizard3, xt-r, sion blue; guide cath: taiga 6fr ebu3.5; stent: norobi 3.0 x 14 mm; other: atlantis, finecross. Evaluation summary: device evaluation: returned device analysis found that the distal shaft was separated 7 millimeters distal to the guide wire exit notch, which confirmed the reported shaft separation. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.